Event description:
Cochlear implant (nucleus 5) placed upside down. The clinical team realized the error approximately 1 month after implantation, when they tried programming the device for the first time. The magnet was not operating properly due to the fact that the wrong polarity was facing the transmitter, and as such the team realized the implant was in the wrong orientation. There is no manufacturer or clinical data to suggest the device is not functioning well. The device has no clear indicator showing proper magnet polarity. This shows the potential for similar errors to occur in the future.